Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that sealing issues during a procedure resulted in minor blood loss of less than 250cc's. The device was not sealing well. No patient injury occurred or medical intervention required. Another device of the same type was used to continue the procedure.

Manufacturer narrative:
Correction: evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found a staple stuck in the knife. The knife edge is damaged. The reported condition was not confirmed. The investigation found when the device was activated on simulated tissue with the staple stuck, the device did not seal. When the staple was removed and the device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vlmode. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The investigation found the device to function normally and within specifications. The knife was damaged due to contact with the staple. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.